Manufacturer narrative:
The system controller was returned to the manufacturer, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient called to report that a controller fault alarm occurred on the system controller. The vad coordinator encouraged the patient to come to the hospital so that they could exchange the system controller under supervision. The patient was unable to come to the center, so the vad coordinator provided verbal guidance on replacing the system controller. It was reported that it took about 1 minute for the patient to exchange the system controller, and the patient felt light headed during that time. Upon completing the system controller exchange the patient felt fine.